Manufacturer narrative:
Add'l lot #83504696. A small percentage of the population may experience allergic reaction to powdered natural latex gloves. The allergen may originate from: inherent plant protein (from rubber tree) in the gloves. Powder and chemicals that added to the gloves during the mfg process. The steps undertaken in order to prevent/minimize skin irritation or allergy are as follows: incorporation of pre and post leaching tanks in the production line will significantly reduce the protein content and chemical residue of the gloves. The leaching tanks are filled with hot water (>40 degrees c) and the water is always kept an overflow level to ensure effectiveness of the leaching process. The donning side of the glove is dusted with biocompatible and natural corn starch powder to prevent allergic reactions upon usage. The above mentioned steps undertaken during the mfg process serve to reduce the protein and residue chemical levels within the gloves in order to minimize the occurrence of allergy issue. Eval of returned samples: the returned samples have been sent for protein content testing in accordance to astm d5712. The test results reflected the average protein level is 101.75 ug/dm2. The astm recommended aqueous soluble protein limit for powdered latex exam gloves is 200 ug/dm2. Please refer to the results as attached.